Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6)

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and a lead impedance out of range alert was triggered. The analyst noted that an out of trend subthreshold lead impedance alert occurred on 2014-03-25. The max ventricular pace impedance rose from 606 ohms the week ending 2014-02-03 to 2869 ohms the week ending 2014-03-24.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated threshold and high impedance resulting from a possible fracture. The rv lead was reprogrammed and later capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.